Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01804 .

Event description:
It was reported the patient underwent a left hip procedure approximately 2 months and 10 days ago. Subsequently, the patient was revised due to dislocation approximately 1.5 months later. No complications were noted during the revision. No trauma relating to dislocation according to patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02515.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.